Manufacturer narrative:
Device 2 of 2. Reference manufacturer's report # 1627487-2007-00025. Method - additionally, device history record and sterilization record were reviewed. Results - all records were reviewed and were found to meet specifications. Conclusions: the lamitrode lead was returned incomplete and therefore, could not be functionally tested. No visual anomalies were found. Advanced neuromodulation systems, inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevance of the patient's history to the event reported.

Event description:
Reference manufacturer's report # 1627487-2007-00025. The pt was implanted with an eon ipg and a lead in 2007 as a revision to a prior scs system she had received. In the recovery room, the pt was reported as paralyzed and numb from the chest down. The pt's system was explanted, and the physician performed a laminectomy at t7-8 for decompression. The pt was discharged with reportedly still some numbness and a deficit in movement in her foot. The pt later received another laminectomy at t9-t11. Follow up with the pt found that most sensory and motor function has returned.